Event description:
It was reported that the epicardial leads displayed higher than desired thresholds. The leads were capped and transvenous leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Additional information was received that the leads had acceptable thresholds. There were no product performance issues with the leads. The prior received information was incorrectly reported. This report is being redacted. (B)(4).